Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4). Analysis of the pump found reservoir access issues of the fluid path due to residue during or after internal decontamination. When it came time during testing to fill the reservoir of the pump as part of the pump leak test, it was discovered that fluid could neither be added nor removed from the pump. Inspection of the reservoir showed only a slight amount of residue on the opm (over pressurization mechanism) cover and diaphragm, along with slight residue on the reservoir filter cover. Slight residue was also seen on the inside floor of the bellows. The opm valve and associated components showed a small amount of residue. In the area of the reservoir fill port, significant residue was found under the reservoir fill port septum at the bottom of the fill port column. Significant residue was also found under the reservoir fill port washer and the recessed area where it is seated. There was also slight residue seen near the small lumen that goes from the reservoir fill port septum to the opm valve, but no residue was seen in the lumen itself. Since no residue seen in the small lumen that goes from the reservoir fill port septum to the opm valve, it was unknown how the residue seen was causing the reservoir access issue discovered during destructive analysis. The opm valve was measured for the correct height distance between the top of the valve and it¿s seat and found to be within specifications. Because of these analysis results, it was determined that most likely the residue that was causing the reservoir access issue was knocked loose during destructive analysis of the fluid pathway components.

Event description:
The device system was returned with no information.